Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It was reported this issue only occurred with one lot/pack of infusion sets, however two different lot numbers ( 32134189 and 32174299) of infusion sets were logged on the case. Therefore, using the lot of asku, since we are unable to determine which lot produced the leak at this time.

Event description:
It was reported that one pack of infusion sets was leaking at the headset. Lots 32134189 and 32174299 were reported. It is unknown which lot is alleged to have leaked.